Event description:
Related manufacturer reference numbers: 1627487-2020-48969, 1627487-2020-48970, 1627487-2020-48971, 1627487-2020-48972. It was reported the patient underwent surgical intervention due to high impedance. During the procedure high impedance were found on both the patients leads and extensions. The patients extensions were explanted and further surgical intervention is pending to explant and replace the patients leads.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. Issue pertained to 3183 model leads; this device was reported in error.

Event description:
Based on information obtained, decision is not reportable at this time. Issue pertained to 3183 model leads; this device was reported in error.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported all but one of the patients lead contacts displayed high impedance. Surgical intervention may be pending to address the issue.